Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.

Event description:
Kimberly-clark received a report stating the j-portion of the mic-key gj tube fractured, causing the enteral feeding solution to leak into the patient's stomach causing reflux with the possibility of aspiration pneumonia. Additional information received on october 10, 2014 stated the child was on a ketogenic diet. The ketogenic diet includes very thick feeding solutions. The patient's mom stated she has to flush the enteral feeding tube often and sometimes has to flush vigorously due to the thick solution diet. A hole developed in the j-port of the enteral feeding tube and fluid was backing up into the g-port of the enteral feeding tube. This patient has a history of severe reflux and the patient's mom and caregivers were concerned with the possibility of aspiration, however, the patient did not aspirate and did not develop pneumonia. There was no patient injury and the stoma remained open and intact. However, the patient required an additional medical intervention because a new transgastric-jejunal feeding tube had to be placed under fluoroscopy. The patient was reported to be in stable condition and was discharged home.